Event description:
It was reported that even when performing syringe operations or cutting the foley catheter funnel during removal, the water would not drain no matter what, and it was pulled out as was. It had difficulty in water removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.